Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl. Customer stated that he has a back-up plan. Customer had a battery out limit alarm on his pump, but he cannot clear the alarm due to the pump being wet. Customer stated that the pump alarmed during normal use. Customer reported that the batteries were not out of the pump greater than the duration allowed by the pump. Insulin pump will be replaced. Customer stated that the pump got wet and the alarm occurred when the pump was exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No further tests could be performed due to unresponsive keypad. Moisture damage on electronics was noted. The insulin pump was received with deep scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.